Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen on hmsc recordings. Lead trends are consistent with long term trends and within normal ranges. It was recommended to bring the patient in and perform postural and isometric testing. Lead currently remains implanted. Should additional information be received, this file will be updated.